Event description:
It was reported during dilatation in the moderately tortuous obtuse marginal, a 2.0 x 15 trek dilatation catheter was advanced but could not cross the lesion. The balloon was not inflated and the device was removed from the anatomy. A 2.0 x 12 trek dilatation catheter was used successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that the guide wire exit notch was torn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood visible in the guide wire lumen and on the balloon, which suggests that the device was advanced over a guide wire and into the patient. The balloon was found to have relaxed folds, which may indicate that positive pressure may have been inadvertently applied to the system at some point. However, additional information received from the account stated that no attempts were made to inflate the balloon, suggesting that the folds became relaxed during handling after the procedure. A portion of the distal shaft, the balloon and tip of the device were found to be smashed and there was a bend located at the proximal balloon seal. As a result of the damage, measurements of the tip crossing profile and the 2/3 balloon profile could not be taken. The entire tip length was able to be measured and met manufacturing criteria. It was further noted that the guide wire exit notch was torn, which is most consistent with force being applied from the inside of the guide wire lumen to the outside and usually occurs from an interaction with the guide wire. There were also two bends in the hypotube. However, since there was no report of any damage observed during inspection prior to use, this suggests that the noted damage occurred during the procedure or from further handling as the device was packaged for shipment back to abbott vascular for analysis. In this case, this damage does not appear to be related to or have contributed to the reported incident. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices, and accessory device support. Based on the information provided, the lesion was moderately tortuous and may have contributed to the reported incident. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for torn material at the guide wire exit notch or damage (smashed/pinched) to the shaft, tip or balloon with this lot. The inability to cross a lesion is often related to circumstances of the procedure or characteristics of the lesion and not a reflection of the product quality. There does not appear to be any indication of a lot specific product quality deficiency. Based on the information received with this complaint and the analysis of the returned product, the reported failure to advance and noted damage appears to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks online during the manufacturing process. All products are also 100% leak tested online and a sampling of units is also destructively tested to verify product quality.